Event description:
Reporter alleged she couldn't get out of bed because of hypoglycemia when her daughter found her and used the compact plus system to obtain a 93 mg/dl result. Reporter stated that the result did not seem consistent with her symptoms, so they used another device to obtain a 53 mg/dl result. Reporter stated she was then treated for hypoglycemia. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.